Event description:
It was reported that this lead exhibited oversensing. Further evaluation of the lead is expected. This lead currently remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).